Event description:
After changing ventilator setting from c-pap to simv mode, ventilator would cycle rapidly registering tidal volumes from 0 to 1100cc. No signs of distress from pt. Rn used ambu bag with pt while ventilator changed.